Event description:
It was reported that the patient presented for right atrial (ra) lead revision. The ra lead exhibited low pacing impedance. The ra lead was capped and replaced on (B)(6) 2024. No patient consequences reported.